Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was being prepared for use in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on december 7, 2023. During preparation, when the packaging of the device was opened, it was noticed that the plastic catheter was split, and the cutting wire anchor was dislodged. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of wire anchor dislodged.

Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of wire anchor dislodged. Block h10: the returned jagtome rx 39 was analyzed, and a visual evaluation noted that the device was in good condition. The preloaded guidewire was also returned, and it was noted that the distal tip of the guidewire was popping out of the rapid exchange channel. The device was observed under magnification, and the cutting wire was kinked. Additionally, the distal tip of the guidewire was detached, and the tip of the guidewire (pebax) was physically damaged with what appeared to be tear marks. No other problems with the device were noted. The reported event of wire/anchor dislodged was not confirmed. Upon analysis, it was found that the tip and the anchor of the returned device were in good condition. However, the cutting wire of the device was kinked, the tip (pebax) of the returned guidewire was physically damaged and the distal tip of the guidewire was detached. These device conditions could have occurred during manipulation of the device. Attempts made by the physician to place the tip inside the tome and/or the force applied to the device during preparation/unpacking of the device could have led to the observed damages. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was being prepared for use in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation, when the packaging of the device was opened, it was noticed that the plastic catheter was split, and the cutting wire anchor was dislodged. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.